Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The computer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the computer performance was low. Sometimes the computer needed to be restarted because of the low performance. No patient was present at the time of the event.